Event description:
The customer originally reported that the device was not cutting tissue well during a lobectomy, so another device of the same type was opened and used to complete the procedure. There was no patient injury. The device was returned for evaluation with the knife decoupled from the trigger. The knife stays extended when the jaws of the device are opened.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2015 the device no longer has a spindle pin. The pin connects the knife to the trigger. Without the spindle pin, the knife was free to move forward even when the jaws were open. Engineering determined the most likely cause was that the pin was partially captured and fell out during use. Training and additional manufacturing checks will be performed by engineering.